Manufacturer narrative:
Eval: results: (unable to see the endoleak on the angiogram). Inherent risk of procedure (endoleak). Eval: conclusion: (unable to see the endoleak on the angiogram). Secondary intervention performed.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. There was mild tortuosity and calcification presence in the vessels (iliacs and aortic neck) 10-15 degrees angulation in aortic neck. It was reported that the final angiogram did not reveal a type I endoleak however the cardio-mems sensor detected an endoleak. After the bifurcated stent graft was implanted there was a type 1 endoleak present. The physician elected to place another manufacturer's stent and the detected endoleak was resolved. It was reported per follow-up, the pt went home with no delays. No additional clinical sequelae were reported and the pt is fine.